Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that troubleshooting did not resolve the issue. As a result, patient underwent surgical intervention where in the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. Troubleshooting is pending.